Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: signs of intracapsular rupture.

Event description:
Healthcare professional reported "signs of intracapsular rupture" confirmed via MRI and "simple cysts smaller than 5 mm" confirmed via MRI. This record is for right side. Device remains implanted.